Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-11087 and 2134265-2016-11178. It was reported that an error message displayed during aspiration. Three angiojet® solent¿ omni catheters were selected for a thrombectomy procedure. Catheters were primed. Aspiration was initiated inside the body with all three devices. However, a leak was observed coming out of the rubber balloon and an error message to check saline supply was displayed. Aspiration stopped. The devices were reset and still did not work. On the third attempt with each device, the console states ¿replace thrombectomy set¿. A thrombolysis catheter in the patient overnight. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a solent omni catheter system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2016-11087 and 2134265-2016-11178. It was reported that an error message displayed during aspiration. Three angiojet® solent¿ omni catheters were selected for a thrombectomy procedure. Catheters were primed. Aspiration was initiated inside the body with all three devices. However, a leak was observed coming out of the rubber balloon and an error message to check saline supply was displayed. Aspiration stopped. The devices were reset and still did not work. On the third attempt with each device, the console states ¿replace thrombectomy set¿. A thrombolysis catheter in the patient overnight. There were no patient complications reported.